Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports the gap in the tooth is due to the chip by the aligners after wearing them almost six weeks.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.